Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/8/2021. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. How was the case completed? No further information is available. Was a new reservoir needed to correct the situation? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information has been requested however not received. Attempts to obtain the device however not received. If the further details are received at a later date a supplemental medwatch will be sent. What is the lot number? How was the case completed? Was a new reservoir needed to correct the situation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and a reservoir was used. The lock failure occurred. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.